Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested to check all the tubing, do the calibration, run extended self-test, short self-test, performance verifications test and run the ventilator for 48 hours.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The device was not connected to the patient.